Event description:
It was reported that during service/maintenance, the gastrointestinal videoscope had no image. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. A definitive root cause could not be established. Based on the results of the investigation, no image occurred likely due to a corroded connector plug unit and a damaged connector cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction to the previously submitted report. Updated fields: h2, h11. Corrected fields: a2, a4, a5, a6, b6, b7, d10, e1, h6. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.